Manufacturer narrative:
Additional information was received, after review of the complaint by the investigation team, and noted the automated impella controller (aic) as the potential cause of the pump not detected issue for the defective impella catheter event. Related medical device reports: this first impella 5.5 device serial number: (B)(6) device report is one of three devices associated with the event. Refer to the related manufacturer report number as noted in section h10 for the medical device report on the automated impella controller and second impella 5.5 serial number: (B)(6), which is associated to the demise outcome.

Event description:
The complainant reported a patient noted with cardiomyopathy was implanted with an impella cp device for mechanical circulatory support. After connecting to the automated impella controller (aic), "defective impella catheter" alert was presented along with the instruction to "disconnect and replace impella catheter." Medical team tried to disconnect and reconnect three times with the same results. The physician agreed to proceed with a new catheter.

Manufacturer narrative:
The impella device was not received from the customer. Therefore, the investigation of the device was not possible. Should the device or any new information be received, a supplemental report will be filed.

Manufacturer narrative:
Additional information was received and noted the following: [alarm of impella defective] the defective impella 5.5 device serial number (sn) (B)(6) was replaced with impella 5.5 device sn (B)(6). The physician met resistance in passing the impella 5.5 device sn (B)(6). This impella 5.5 device was removed, and the decision was made to perform contrast examination of the axillar / subclavian artery to determine why the impella 5.5 device sn (B)(6)was not advancing. Significant stenosis of the distal subclavian artery was discovered and recognized as the reason for not being able to advance the impella sn (B)(6). A stent was subsequently placed and a second attempt to re-place the impella 5.5 sn (B)(6) failed as the pump was unable to pass through the stent. Discussion was made regarding placing an impella cp from the prepared axilla; however, the team opted to not escalate care as notification was received intra-procedure that family wanted to go route of comfort care. The patient expired after care was withdrawn. Medical safety review. Medical safety reviewed the event and noted the following: the patient presented with worsening cardiogenic shock and experienced cardiac arrest prior to the procedure. An impella 5.5 device was initially prepared, but three ¿defective impella catheter¿ alarms occurred during setup. A second impella 5.5 catheter was prepared without error; however, insertion was unsuccessful due to axillary artery stenosis confirmed by angiography. The physician placed a stent in the stenotic segment, but a subsequent attempt to insert the device also failed. The implant procedure was aborted, and care was withdrawn in accordance with the family¿s wishes. The death is conservatively reported under the second impella 5.5 as a failed device delivery. However, the patient¿s critical condition requiring cardiopulmonary resuscitation and poor prognosis were the most likely contributors to the patient's outcome. Device status. Additional information also noted the impella 5.5 device (sn (B)(6) was returned, and an evaluation/analysis is underway. Upon completion of the analysis, a supplemental report will be filed. Correspondingly, sections d9: device received by manufacturer with receipt date and h6: investigation type, findings and conclusion codes were updated accordingly. Related medical device reports: this impella 5.5 device serial number 521818 is one of two devices associated with the event. Refer to the related manufacturer report number as noted in section h10 for the medical device report on the second impella 5.5 serial number (B)(6), which is associated to the demise outcome. Correction: in the initial report the section d4 ( UDI ) was inadvertently reported incorrectly, which is corrected in this report.